Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. It was stated that the customer experienced nausea and vomiting as well. It was also stated that the customer had tested positive for mono. The caller had initially reported a no delivery alarm. Nothing further was reported.